Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer declined troubleshooting from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.